Event description:
It was reported that pump had spiderweb cracks behind touchscreen that prevented customer from interacting with pump and reading pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days.